Event description:
Sales representative reported a suspected port leak on the small tubing portion of a lap-band. It was noted that the tubing had a horizontal slit. The leak was suspected by the doctor due to the band not retaining fluid.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."